Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter:during a laparoscopic gastrectomy procedure, the stapler got stuck on tissue and was unable to be withdrawn. The incision was cut in order to remove the device. The procedure extended for more than 30 minutes. The incision extended for more than 1 inch. The patient is alive.